Event description:
Patient reorted that the back to back test readings on the ss meter were 333, 297 and 393 mg/dl (28% difference). On follow-up, pt confirmed the above results and stated they think they used the same finger stick. Pt does not use control solution. Lfs representative explained control test procedure, series of variation (sov) and proper way to conduct consecutive tests. The meter was replaced. There was no allegation of harm.